Event description:
It was reported that there was a precharge voltage error at boot up and that the customer recovered the system by rebooting it. There is no report of injury or death associated with the event described in this complaint.

Manufacturer narrative:
A ge rep evaluated the system and replaced the batteries. The system operates as intended.